Event description:
It was reported that patient attended to clinic for follow up. The patient's implantable cardiac monitor (icm) was found to be in reset mode. The icm was restored. The patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.